Event description:
It was reported that the device had a motor rate error. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E1: facility name (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that a duplicate file was created. Please disregard any reports associated with file mrn 3012307300-2024-08507. Please reference file mrn 3012307300-2025-00428 for all details pertinent to this event.